Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image/display issues. However, the monitor failed to power on and the charging led remained red indefinitely. The power switch toggled as intended; however, no image ever appeared on the display. Upon completion of verathon's device evaluation, the customer was provided a replacement glidescope go 2 monitor. The subject device will be provided to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported after powering on a glidescope go 2 monitor: the display functions normally, but as the unit "warms up" for approximately 30 minutes, the display deteriorates and appears similar to a liquid crystal effect. The device was reportedly used in an ambulance setting during an attempt to intubate a patient when the issue occurred. The user discontinued use of the device and proceeded without the glidescope monitor using traditional backup methods. No delay in the procedure or harm to the patient was reported.